Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. The catheter terminated 7.5cm from the connector. The distal connector segment was not returned for evaluation. The break in the catheter appeared irregular. Microscopic inspection of the break site revealed a granular fracture surface. One portion of the fracture surface exhibited a finely granular surface and one portion exhibited a coarsely granular surface. The coarsely granular region exhibited some material polish. Material buckling was observed in the vicinity of the polish. Two kink impressions were observed near the break site. Tactile inspection of the sample revealed tensile weakness throughout the catheter. The kinking, buckling and material polish was consistent with damage initiated through damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack(s) in the catheter. The finely granular fracture surface and tensile weakness indicated that damage was propagated through tensile (pulling) stress.

Event description:
It was reported that the line was leaking at the entry site, so it was removed. About 5cm of the line was removed and it was then that the nurse noticed that there was a blue line missing and they realized a portion had been left in the patient. The line came out easily and did not need to be pulled. The patient required emergent surgical removal of the line.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezk1202 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that the line was leaking at the entry site, so it was removed. About 5cm of the line was removed and it was then that the nurse noticed that there was a blue line missing and they realized a portion had been left in the patient. The line came out easily and did not need to be pulled. The patient required emergent surgical removal of the line.